Manufacturer narrative:
The sales rep reported that the rod broke during surgery. However, an add'l info provided by the sales rep was rec'd on 01/26/10 that the broken rod remains in pt. It was also reported that a domino was used to connect the broken rod that remains in pt. The sales rep also added that the pt had an extreme curve of the scoliosis. The user did a lot of manipulation on the implant. Alphatec spine was not able to evaluate the mfg batch record and design history of the part in question, because the part and lot numbers were not provided by the sales rep.

Event description:
The sales rep reported that the rod broke during surgery. The broken rod remains in pt and a domino was used to connect it. There was no scheduled revision surgery.